Event description:
About an hour after initiation of cardiopulmonary bypass (cpb), the wall mounted oxygen connector (ohmeda style model 30a) that feeds oxygen to the anesthetic gas vaporizer on the cpb machine failed-seal malfunctioned between plastic and stainless steel. No harm to pt. Backup system functioned properly. Dates of use: (B)(6) 2001 - (B)(6) 2011, unknown purchase date.